Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, 23mm sapien 3 valve in the aortic position via transfemoral approach. Approximately 2yrs post implant, patients bioprosthetic valve failed due to central aortic regurgitation and a valve in valve was performed. There were no complications and patient did well.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. Since there is no evidence of actual or potential product non conformance contributing to the complaint, a lot history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: (edwards sapien 3 kit). Based on this review, no IFU/training deficiencies were identified. Per the instructions for use (IFU), paravalvular leak is listed as one of the potential risks associated with the device and tavr procedure. As the complaint for post implantation central regurgitation was unable to be confirmed, a complaint history review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post implantation increased gradients patient prosthesis mismatch was confirmed based on the provided medical record. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. The complaints for post implantation central regurgitation was unable to be confirmed since relevant imagery or medical record were not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 2yrs post implant, patients bioprosthetic valve failed due to aortic regurgitation; and was replaced. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to patient related factors or structural valve deterioration, including calcification, non calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Due to limited information is available for this case, a definitive root cause was unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.